Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a multiple drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie led to the observed thermal damage and ultimately compromised the drawer¿s functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of black screen was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that main half height drawer 3.2 failed and that the pockets were not on the bus. The fse replaced the drawer retractors on drawers 3.1 and 3.2, ran diagnostics, and tested the drawers and all pockets. All tests passed. During dchu visual inspection p/n 353844-01: (a): was received with copper strands in contact with adjacent copper strands. (B): was received with no signs of physical damage. During dchu testing p/n 353844-01: (a): the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. (B): passed successfully the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of multiple failures on 4th and 5th floor was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (b) (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half height drawer 3-2 was failed and pocket was not on bus. A field service engineer replaced the drawer retractor on drawer 3-1 and 3-2 and tested the drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.